Event description:
Reporter alleged blood glucose measured 39 mg/dl at 9:38 am, back to back with a result of 80 mg/dl performed at 9:40 am. Customer stated not taking insulin as a result of the readings, however, no other actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.